Manufacturer narrative:
The biomedical engineer (bme) reported that the multi-gas unit was giving an gas device error. They attempted to resolve the issue by replacing the water trap, but the error persisted. They also rebooted the device, which did not clear the error message. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1 09/11/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the additional device information. Bedside monitor. Model: ni. Sn: ni.

Event description:
The biomedical engineer (bme) reported that the multi-gas unit was giving an gas device error. They attempted to resolve the issue by replacing the water trap, but the error persisted. They also rebooted the device, which did not clear the error message. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multi-gas unit was giving an gas device error. They attempted to resolve the issue by replacing the water trap, but the error persisted. They also rebooted the device, which did not clear the error message. No patient harm was reported. Investigation conclusion: the customer reported that the multi-gas unit (gf-210ra, sn: (B)(6) was giving a gas device error. Routine troubleshooting did not resolve the issue. The unit was returned to nihon kohden for evaluation and repair. The reported issue was successfully duplicated, and the root cause was determined to be the pump. The error did not reappear after pump replacement, and the unit performed to manufacturer's specification. The unit was shipped back to the customer on 11/04/2025. The pump had accrued over 19,000 hours of service and required replacement due to wear-and-tear. A review of the device's complaint history reveals no previous issues. Bedside monitor model: ni, sn: ni. Additional information: b4 date of this report, d9 device available for evaluation, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type?, h3 device evaluated by manufacturer.

Event description:
The biomedical engineer (bme) reported that the multi-gas unit was giving an gas device error. They attempted to resolve the issue by replacing the water trap, but the error persisted. They also rebooted the device, which did not clear the error message. No patient harm was reported.